Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump is frozen. Customer stated that the time advances and the screen was not completely blank. Customer stated that buttons stopped responding. Customer does not have a new aaa alkaline battery available. Customer stated that she was unable to use the easy bolus feature on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device had minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.